Event description:
On (B)(6) 2014, the reporter contacted animas alleging an error 1 meter issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 01/08/2014 with the following findings: the complaint could not be duplicated with investigation. Review of the meter record found a related error alarm. The meter performed per specification while powering on and pairing with a test pump. No errors occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.